Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient filed a complaint on 2 bard products and said that the statlock sticky part was not sticky and then the clamp was opening without needing to open it. Patient purchased these through express medical supply on (B)(6).

Event description:
It was reported that the patient filed a complaint on 2 bard products and said that the statlock sticky part was not sticky, and then the clamp was opening without needing to open it. The patient purchased these through express medical supply on 25sep.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the patient filed a complaint on 2 bard products and said that the statlock sticky part was not sticky, and then the clamp was opening without needing to open it. The patient purchased these through express medical supply on 25sep.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be ¿adhesive chemistry not appropriate for application (poor quick stick characteristics)". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device were unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.